Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of puffiness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt reported after 34 injections to unspecified sites over a seven month period with juvederm voluma, juvederm volift with lidocaine, and juvederm volbella with lidocaine pt developed "powerful pain." Pt was treated with "pulsed lights" and "face is less puffy."